Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage. The following information was provided by the initial reporter: in the process of using the product, the user found a loophole in the screw button, resulting in fluid leakage.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/26/2021. H.6. Investigation: quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte and two photos. The photos revealed that fluid was visible on the outside of the q-syte body, confirming that leakage did occur. During the visual examination, it was observed that there was damage to the septum. Further microscopic analysis of the septum revealed that there was a tear at the column wall. Tears to the column are a known cause of leakage; therefore, a leak test was not performed. This type of damage can occur in the user environment due to excessive actuations and/or extraneous force or during manufacturing, but the exact root cause could not be determined as the devices had been opened and used. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage. The following information was provided by the initial reporter: in the process of using the product, the user found a loophole in the screw button, resulting in fluid leakage.